Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, high capture threshold was observed on the right ventricular lead and the physician had difficulty inserting the wire completely into the lead. The physician elected to replace the lead. The patient did not experience any adverse consequences and was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.